Event description:
In 2004, two excluder thoracic endoprostheses was implanted. The pt developed a proximal type I endoleak. In 2007, a medtronic device was implanted and the proximal type I endoleak was successfully repaired.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: in 2004, the following excluder thoracic endoprosthesis was also implanted: tag4020/lot# 02894829.